Event description:
The surgeon reported that the alignment key provided for the operation was found to be too tight for the gear box. In addition to this the key provided was only a 70mm length where as this case was a 90mm case.

Manufacturer narrative:
A DHR review revealed that the implant was manufactured to specification. However an investigation into the complaint in 2013 determined that the tolerances on the drawing were too tight. A design review and drawing change was therefore required. A drawing change note and a rework note were issued. New keys were to be manufactured and the old ones were to be scrapped as the new alignment keys became ready. The investigation in 2013 determined that the alignment keys were not marked with the size, part number or batch number. The process has since changed and currently the alignment keys are marked with the batch number to facilitate traceability and aid in the correct selection of alignment keys prior to shipment. This complaint is being closed and is being tracked and trended. Corrected data: device brand name: custom distal femur replacement implant corrected to proximal femoral revision for jts. Common device name: prosthesis, knee, femorotibial,cons corrected to limb salvage system. Implanted date corrected from (B)(6) 2013 to (B)(6) 2013 the 510k was removed.

Event description:
The surgeon reported that the alignment key provided for the operation was found to be too tight for the gear box. In addition to this the key provided was only a 70mm length where as this case was a 90mm case. This is a supplemental report to 3004105610-2014-00096 ((B)(4)). This complaint has been split into (B)(4).

Manufacturer narrative:
A review of the design and manufacturing process indicated that incorrect tolerances on the drawing had resulted in the allen keys being a poor fit. A review of all tolerances was performed and the drawing updated accordingly.